Event description:
Approx 6 weeks after alif at l5-s1 with lt-cage lumbar tapered fusion device and autograft bone supplemented with posterior fixation, the cage "collapsed." It was also reported that approx 2 1/2 months post op it was found that the superior end of the rod had disengaged from the screw and a revision surgery was performed.